Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the customer had been having low and high blood glucose. Customer woke up with blood glucose of 200 mg/dl, after breakfast blood glucose was 300 mg/dl. Customer changed her set and corrected her blood glucose, and blood glucose dropped to 40 mg/dl. Customer treated her low blood glucose with juice and blood glucose was 79 mg/dl. An hour later blood glucose dropped down to 40 mg/dl again. Customer was taken off the insulin pump. Customer threw up, and was given some glucagon, and then her blood glucose came up then dropped. Customer was given some more glucagon and her blood glucose was in the 400 mg/dl. Customer treated her high blood glucose and dropped to 120 mg/dl, then 70 mg/dl. After troubleshooting, customer was advised to contact their healthcare professionals. Customer will not be returning the device for analysis.